Manufacturer narrative:
(B)(4). The device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was rupture of the metalic wire of the extraction bag during extraction of an anatomic piece under laparoscopy. There was no excessive force used. There was no patient injury.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Returned defective sample was examined and the reported defect can be confirmed. The protective tube is broke, and the wire is separated from the bag. IFU 940268-000000 says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. The IFU prescribed that to remove of memobag, use graspers to grasp the closure loop located at the end of the closure wire. The root cause of this complaint was determined as improper manipulation with the bag during bag removal. Character of damage suggest that the protective tube was partially cut (the device was in contact with sharp instrument or cutting devices) and that the closure wire was grasped during bag removal on the protection tube of the closure wire instead the closure loop on the end of closure wire as is prescribed in IFU. As the root cause was determined improper method of use (improper removal of the bag), no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that there was rupture of the metalic wire of the extraction bag during extraction of an anatomic piece under laparoscopy. There was no excessive force used. There was no patient injury.